Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery flex tape was contaminated, the battery drawer was broken, and the release latch and knobs were sticky. Analysis also found the patient output connector was broken and the heart wire contacts were worn. It was noted the battery drawer o-ring gasket, the ring, and several parts backside of the device were missing. (B)(4).

Event description:
It was reported the external pulse generator (epg) had fallen down. The epg was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.